Manufacturer narrative:
(B)(4). There is no allegation against any fresenius product and the incidence of pain, hypocalcemia or hospitalization. There is no documentation to support a possible association between the patient's pd treatment or any fresenius dialysis products and the events of pain, hypocalcemia or hospitalization. The liberty cycler was not returned or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
On (B)(6) 2016 an end stage renal disease (esrd) peritoneal dialysis (pd) patient was reportedly hospitalized for hypocalcaemia (level unknown) and discharged on (B)(6) 2016. The hospitalization course is unknown. On (B)(6) 2016 the patient was unable to complete pd treatment due to severe pain from medical difficulties earlier in the week (description of medical difficulties unknown). The patient was able to complete pd treatment the following night. As of (B)(6) 2016 the patient transitioned to hemodialysis treatment as a result of patient preference.